Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a bent cannula. Customer's blood glucose was 43 mg/dl, which was treated with cranberry juice. Customer reported that drive support cap appeared normal. Customer reported to have been in a vehicle accident and hit her head really hard and sometimes forgets to take insulin. Customer also reported that insulin pump was exposed to x-ray. Insulin pump passed displacement test. Customer was advised to monitor insulin pump.